Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary station was offline. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by software issue. The field service engineer powered off the station, unplugged it and then powered it back on. Issue resolved. The system functioned as intended after the field service engineer troubleshot the device.